Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has delivered inappropriate anti-tachycardia pacing (atp) and several shock therapies due to what technical services (ts) believed it was either complex atrial driven arrhythmias or atrioventricular re-entrant nodal tachycardias. Ts recommended potential re-programming options to enhance the device sensibility and mitigate future inappropriate therapies and evaluate if modifying the patient medication can control better the observed arrhythmias. This ICD remains in service and no adverse patient effects were reported.